Manufacturer narrative:
The locking castor was replaced along with several system cables. The ac power cord was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was noted during a preventative maintenance service call that the system 9800 had multiple malfunctions. The workstation casters were jammed, the dicom interface was intermittent, and the insulation on the ac power cord was torn creating a potential shock hazard. There was no adverse pt involvement reported. There was no pt info reported.